Manufacturer narrative:
A final report will be submitted upon completion of the investigation.

Event description:
It was reported that an 8f angio-seal was used to close a 9f arteriotomy for a thrombectomy procedure. During deployment, the entire device pulled out, and manual compression was applied. A hematoma formed and the patient lost a great deal of blood. The patient was taken to surgery one to two days post procedure. The patient then lost his leg. Additional information revealed that the angio-seal device was deployed in the superficial femoral artery.